Manufacturer narrative:
The initial reported event of lead fracture, inappropriate shocks, and lead was capped and replaced was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks. It was also reported that the right ventricular (rv) lead was fractured. The rv lead was capped and replaced. It was further reported that the capped lead has now been explanted. No further patient complications have been reported as a result of this event.